Manufacturer narrative:
(B)(4). Concomitant medical products: 163660 ¿ modular head component ¿ 212370; us157850 ¿ g7 osseoti acetabular shell - 941440; ep-200144 - active articulation e1 hip bearing - 151650. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08240; 0001825034 -2018 -08243; 0001825034 - 2018 - 08241.

Event description:
It was reported patient underwent right hip revision approximately 21 months post implantation due to trochanter fracture, pseudotumor, metallosis, necrosis, and elevated metal ion levels. During the procedure, it was found that the stem and cup components were stable, and the head and bearing components needed revised. A trochanteric claw and cables were placed to repair the trochanter fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Surgical notes from the patients second revision stated that there was a mechanical failure of the right hip total arthroplasty. Intraoperative findings stated that the active articulation bearing had fractured and wrapped around the trunnion. There was a periprosthetic fracture of the greater trochanter along with significant amount of pseudotumor found anterior and posteriorly with significant metal staining debris and metallosis. Significant amount of necrotic tissue was also cleared from around the joint. It was also confirmed that the shell and stem were well fixed, therefore no need for them to be revised. The head and bearing were removed and replaced, and two cables and a trochanteric claw were used to reduce the fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Surgical notes from the patients second revision stated that there was a mechanical failure of the right hip total arthroplasty. Intraoperative findings stated that the active articulation bearing had fractured and wrapped around the trunnion. There was a periprosthetic fracture of the greater trochanter along with significant amount of pseudotumor found anterior and posteriorly with significant metal staining debris and metallosis. Significant amount of necrotic tissue was also cleared from around the joint. It was also confirmed that the shell and stem were well fixed, therefore no need for them to be revised. The head and bearing were removed and replaced, and two cables and a trochanteric claw were used to reduce the fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.